Event description:
Acct reports leaking from the stopcock. Reporter has limited information reg:issue. 9/15/99 acct states that the stopcock is not used with a power injector. States they have had about 3 incidents. Do not use stopcock with lipids. States there was no pt injury associated with any of the reports.